Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that a heparin bag (250ml) was replaced with a new bag. The rn noticed that the bag was emptied 20 mins later, the device read only 4ml had infused. The device was removed and the nurse practitioner notified. The customer stated that there was no patient harm. The event occurred in the progressive coronary care unit. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that a heparin bag (250ml) was replaced with a new bag. The rn noticed that the bag was emptied 20 mins later, the device read only 4ml had infused. The device was removed and the nurse practitioner notified. The customer stated that there was no patient harm. The event occurred in the progressive coronary care unit. Although requested, no further details were provided by the customer for this event.